Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided and cause of bg not known. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous fluids of saline. Reportedly, the treatment resolved the issue and the customer had no permanent damage. During system check it was discovered that the customer was using cold insulin. Tandem technical support informed customer that insulin should be at room temperature before filling a cartridge per user guide. Multiple follow attempts were made by tandem customer technical support (cts) to acquire the hospital release date, however, no response was received.